Event description:
I had lasik surgery and after 1 year I developed ectasia after lasik. My eyes have changed dramatically since the lasik surgery. I require trifocals, and my vision is much worse than it was before I had lasik surgery. I have a different prescription in both eyes. Eventually, if my eyes continue to get worse, I could be left with minimum ability to see at all.